Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9735797, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system had been experiencing wireless communication issues since last year after the hospital changed their electronic picture archiving and communication systems (pacs) network. When they try to download patient exams wirelessly, the digital imaging and communications in medicine (dicom) association between pacs and navigation units intermittently time out and only query a few images at a time, rather than downloading the full exam at once. The system would retrieve about 10 images at a time and continue to make separate queries until all images have been downloaded. Each time the site tried to download an exam, it seems like multiple associations were created, and each association pulls a subset of images of the exam. If you were to add all the scans pulled, it added up to the total number of slices in the one exam. With their new pacs system (intelerad/intelepacs) the new network was designed with an ip range that differs between each floor of the hospital. The site had less intermittent issues using 2.4ghz than 5ghz, but issue has not fully reso lved. It was confirmed that using a wired ethernet connection successfully downloads all images at once with no interruption or difficulty. There was no patient involvement.